Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting concerns with flu positive results. Customer did not have any further information. Several attempts were made to gather further information from the customer without success.